Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation therapy. Images taken show no anomalies. Diagnostic testing revealed the lead had high and invalid contacts. Programming was unable to provide effective stimulation therapy. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00546. Device 2 was added to address the ipg. The patient underwent surgery where it was revealed that one of the leads was disconnected. The surgeon reconnected the lead which resolved the issue. The patient is receiving effective stimulation.